Manufacturer narrative:
E1: initial reporter facility name - (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer protective cap of a large volume infusor was damaged which resulted in a fluid leak. This issue was observed prior to patient use. There was not patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between november 7, 2024 ¿ november 11, 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and the blue winged luer cap has been damaged. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the blue cap which suggested the cause of damage was related to manufacturing. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.